Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist checked with customer, and customer mentioned that it was due to an override. The customer had overridden the key and issued the item. The tss informed the customer, and the customer stated they would check and let us know. Root cause analysis could not be performed due to customer unresponsiveness.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a myql transaction discrepancy occurred where lorazepam showed an extra entry not matching the key combo. Additionally, the related rxverify request was rejected, raising concern over how the medication was issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.